Manufacturer narrative:
The device was received for analysis on (B)(6) 2018. The valve and accessories were in good condition. Investigation is ongoing.

Event description:
An attempt was made to implant a perceval pvs25, under the supervision of a proctor. When attempting to collapse the valve, the stent did not reduce properly (approximately 90% reduction). However, the holder was able to capture the valve, so the valve was implanted. When attempting to implant the valve, it was malpositioned with the valve placed too far above the annular plane of the guiding sutures. The valve was retrieved without issue, and an attempt was made to re-collapse the valve. A second attempt was made to collapse the valve, but the valve retracted inside the collapser during the collapsing procedure, and therefore could not be collapsed. Two more attempts were made to collapse the valve, without success. A new collapser was then used, with the same result, so a new valve was opened. It was reported that no problem with the tissue or stent could be identified on the valve. Some problems were encountered with the collapsing of the second valve, but this valve was ultimately implanted. The details of the second collapsing issue are reported in a second event (manufacturer identifier #(B)(4)). The total delay in procedure resulting from the two events was 45 minutes. The patient was stable at the time of follow-up, and had been discharged from ICU. Control tte confirmed normal bioprosthetic valve functionality.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The involved valve and both accessory kits were received for analysis. The returned valve was visually inspected and confirmed to have no macroscopic anomalies. Collapsing simulations were performed with each of the two kits, using demonstration valves. Both accessory sets were able to correctly collapse and capture the demonstration valve using the dual collapser and dual holder. Based on the results of the simulation, the collapsers were reasonably excluded as contributing factors in the event. A third collapsing simulation was performed using the returned valve and demonstration collapsing accessories. During the collapsing procedure, the outflow crown of the valve retracted into the collapse, as reported by the field, such that the valve could not be properly collapsed. The findings of the third investigation suggest that the collapsing issue may be associated with the explant of the valve and subsequent attempts to recollapse the device. Based on the reported case history, the first attempt to collapse the valve (prior to implant) was characterized by an inability to completely reduce the diameter of the stent. During that trial, the valve was ultimately captured by the dual holder and then implanted. The collapsing difficulties reported after the valve was explanted were characterized by the valve retracting inside the collapser, and were therefore different than the initial collapsing issue encountered. It must be considered that re-collapsing the valve after explant is prohibited in the perceval IFU ("a removed perceval s prosthesis must not be reimplanted, because its integrity is no longer ensured"), due to the possibility of damage or deformation related to the explant procedure. Although the post-explant collapsing issue was reproduced, this is a strictly off-label use of the device and may be attributable to manipulation of the device during the explant procedure. Moreover, the inability to collapse the valve completely precluded the exhaustive investigation of the pre-implant collapsing issue, and the root cause of the pre-implant collapsing difficulty therefore cannot be determined.